Event description:
New information received notes the pacemaker interrogation issue has been resolved. The pacemaker has been interrogated and re-programmed.

Event description:
It was reported that during clinic follow up, the pacemaker (pm) failed to interrogate with no magnet response. No intervention or procedure was performed. No patient conditions were reported.